Event description:
It was reported that after a lap cholecystectomy procedure, the handpiece was broken/damaged while putting on the disposable. Clips were used instead of harmonic and extended or time due to lack of harmonic.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The evaluation revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.